Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that system boot stuck at boot menu. Upon troubleshooting rse found that select boot device message appeared and bootup stopped; and rse suspected that it was malfunction in motherboard. To resolve this issue, rse instructed customer to select sata and press enter. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot, stalling at the boot menu. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.